Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete device information. Date of the event is estimated

Event description:
It was reported the patient's system was not providing adequate relief. Surgical intervention took place in which the system was explanted to address the issue.